Manufacturer narrative:
Device eval: one used suspect device was returned for eval. Upon visual inspection, the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record did not reveal any exception documents. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. This lot was built prior to implementation of the noted corrective actions. Eval, method: device history record was reviewed.

Event description:
The rotator on the high pressure tubing broke during use at 1100 psi. No harm or injury was reported. The customer reported four defective devices but did not provide any further info or clinical details about the add'l events. Therefore, this single form FDA 3500a will be submitted.